Manufacturer narrative:
The insulin pump powered up after battery installation, however no response to button was noted due to corroded electronic and motor assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the insulin pump had a blank display. The customer's mother reported that the display did not return after insulin pump rest. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's mother stated that they reverted to back-up plan. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.